Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the battery compartment was cracked from the threads down to the case seal on the side. Unrelated to the battery compartment damage, the pump alarmed with a call service 069 alarm upon starting up. The pump was unable to fully reboot due to the call service alarm. The call service 069 alarm is a result of a language file corruption resident to a flash chip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.